Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was retrospectively enrolled with a 12 cm high grade dysplasia. After multiple halo 90 procedures three strictures were observed after 2 weeks and a previous stricture had been noted. All strictures were dilated successfully without complication. Per the physician the severity of this event was mild and relationship of the even to the device procedure was probable and there was no device malfunction.